Event description:
Informed by explanting surgeon that at the time of explant, the surgeon found in the left temporomandibular joint the tip of a diamond drill that apparently had broken off and was left in the bone during a previous surgery. The surgeon stated the bone had resorbed around the drill bit and the bit was now free floating.